Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-01970. It was reported that patient presented in clinic for device explant due to infection. As per physician the cause of infection was due to patient's implantable cardioverter defibrillator change procedure on (B)(6) 2021. Implantable cardioverter defibrillator was explanted and replaced. Patient's left ventricular lead was explanted. The patient was discharged.